Manufacturer narrative:
Reference MFR complaint # dl1998-5-12-62. The actual device was returned & evaluated. Literature was returned on the "wand" device with which the device was used. At 7 times magnification, a hole was obsrved where the needle had penetrated the cartridge. The needle point appeared to have glided down the inside of the cartridge wall for approximately 1/16", then abruptly penetrated the wall. It is unlikely that this event was a result of the manufacturing process, as the doctor reports recapping the needle. There have been no manufacturing changes which would contribute to the problem reported. User should not recap needles per occupational safety and health administration regulations.

Event description:
Customer reports he was using a "wand" product with co's needle, and after giving anesthesia, while recapping, the needle went through the sheath and stuck the doctor.